Event description:
The blood glucose monitoring device would self start when pressing the test button, however, did not produce a reading. It was reported device would error and customer would continue to press button until test strip would come out so could run a test without the error. Reporter stated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.